Event description:
Patient referred for s-ICD generator change due to premature battery drain. Device was under advisory for premature battery drain. Bsc tech support recommends generator change within 90 days. Patient scheduled for generator change the following week.